Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The original sample was discarded at the facility.

Event description:
It was reported that a catheter had spontaneously slipped out of a removable, not rotatable, suture wing and fell off of the patient. The physician did not use the rotatable suture wing to secure the catheter. Instead, they secured the removable suture wing in place by suturing side holes. However, they secured the wing onto the catheter by tying only one suture around the wing using the suture grooves.